Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 590 mg/dl while wearing the pod for longer than 48 hours. The patient reports upon removal of the pod from the insertion site (leg), the cannula was found to have not deployed upon initial activation. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was released from the hospital the following day. The patient reports they have resumed treatment with a new pod the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.